Event description:
It was reported that during the implant attempt, the helix was already released when the physician took the lead out of the box. The physician did not see that the helix was already extended and tried to implant the lead. The lead clung in the vein, so the physician decided to take the lead out and saw that the helix was already extended. The helix was blocked and could not be unscrewed. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary - the full lead was returned and analyzed. The helix of the lead was extrinsically bent. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant.